Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the implant was ¿not doing what it was supposed to be doing.¿ the caller stated it had not been ¿doing the job that it was supposed to do¿ for the last three or four months prior to report. It was noted that there was a loss of therapeutic effect. The caller noted that the patient had back pain. The caller stated that the family member charged it up once a week and the patient still felt the tingling in their legs like they had before. It was noted that the caller was unsure if they called to make an appointment with the healthcare professional (hcp) it would work due to insurance. The caller stated that they had attempted to contact the manufacturer representative but was not able to. Additional information received reported that the patient had an appointment with the healthcare professional (hcp) on (B)(6) 2014. It was noted that the caller wanted the manufacturer representative at the appointment. Additional information was requested but was not available at the date of this report.